Event description:
It was reported that the ilet user experienced a high blood glucose while using an ilet system with a fsl3+ cgm, with the cgm showing ¿high¿ and a confirmatory glucometer value of 506 mg/dl, attributed to use-of-device issues during a supply change that led to an insulin cartridge leak when the connector was attached before inserting the cartridge into the ilet; the user¿s caregiver subsequently replaced all supplies per instruction and administered a fast-acting insulin injection, waiting two hours before reconnecting. Symptoms included hyperglycemia. Outcomes included serious injury and unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and characterized the event as a use-of-device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.